Event description:
PER THE CLINIC, THE PATIENT DEVELOPED AN POSTOPERATIVE SURGICAL SITE INFECTION (SPECIFIC DATE NOT REPORTED). SUBSEQUENTLY RECIPIENT WAS HOSPITALIZED FOR IV ANTIBIOTICS TREATMENT (SPECIFIC DATE AND DURATION NOT REPORTED) AND DISCHARGED WITH ORAL AND TOPICAL ANTIBIOTICS (SPECIFIC DATE AND DURATION NOT REPORTED. THE IMPLANTED DEVICE REMAINS.

Manufacturer narrative:
Per the clinic, the patient experienced a retroauricular wound dehiscence, exposing the implant and a tissue necrosis with local inflammation and scant purulent drainage. Subsequently, the patient underwent a revision surgery of wound debridement and local skin flap advancement closure on (b)(6)2026. The patient was also treated with IV antibiotic (specific date and duration not reported).